Event description:
Incident occurred with a gamma nail - the user noticed a blocking screw was missing in the box; a second kit had to be opened.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.